Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from plaintiff's acetabulum, caused severe pain, inhibited plaintiff's ability to walk or function, and recent blood tests show high levels of chromium and cobalt in his blood believed to be part of the metallosis process.